Event description:
It was reported that during an unknown procedure, this clip applier was being used to clip the cystic duct, but the clips were either not completely ejected or scissored. The case was carried out and finished by using another device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what does "not completely ejected" means? Analyzing the reported event again, he probably meant that the clips were not completely formed. Did the clip fall out of the jaws? No. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? No. This surgeon knows the device very well. He's been using it for several years, without any problems.